Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a pelvic embolization procedure, the physician successfully placed two coils and when attempted to placed the azur 8x24 cx as the third coil, the coil unraveled and unintentionally detached inside the microcatheter. The physician used a snare to remove the coil without injury to the patient, who was in good condition. No additional coils were implanted as the physician believed the two coils implanted were sufficient enough. A routine follow-up is scheduled in a few weeks.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant returned separated from the pusher with coils severely stretched, damaged, and tangled at the proximal end. The pusher was not returned for evaluation; however, the implant's monofilament was found to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.